Event description:
It was reported that the patient presented urinary incontinence with his artificial urinary system (aus). All components were removed and replaced with a new aus system. The patient had a good outcome with no further complications.

Event description:
It was reported that the patient presented urinary incontinence with his artificial urinary system (aus). All components were removed and replaced with a new aus system. The patient had a good outcome with no further complications.

Manufacturer narrative:
Field change: e1 initial reporter facility name included.